Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that occlusion alarms occurred and the customer experienced an elevated blood glucose (bg) level of ¿high¿; however, a specific value was not provided. Customer declined follow up from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.